Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black foreign material was observed in three (3) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from august 28, 2019 - august 29, 2019. H10: three (3) actual samples were received for evaluation. Visual inspection along with magnification was performed which revealed dark foreign matter inside the fill port connector of sample one (1), inside the fill port tubing of sample two (2), and inside the thread area of the fill port cap of the sample three (3). The reported condition was verified. The cause of the condition is manufacturing issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.